Manufacturer narrative:
Final analysis found that the lead distal insulation was damaged at 28.2 cm from the connector pin.

Manufacturer narrative:
Polarity switch occurred.

Event description:
It was reported that the patient experienced muscle stimulation, and a polarity switch occurred on the atrial lead. In 2008, bipolar lead impedance was less than 200 ohms. The pulse generator was programmed to monitoring mode. At about one month later, the patient returned for a follow-up and lead impedance was still less than 200 ohms. A lead revision was scheduled for a later date.